Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the display was found to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the display issue.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display was dim/faded/discolored. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.